Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with tumescent infiltration pump. The customer states that pump is working inconsistently, it sometimes stops pumping tumescent fluid.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.